Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Investigation results: investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the non-tortuous and non-calcified shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the first inflation at almost no applied pressure for several seconds, the balloon ruptured immediately. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.